Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges a defective display on the pump. No adverse eventreported. Requested return of the alleged pump for evaluation.